Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.